Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (3.5 mg/ml at 0.4801 mg/day)) and bupivacaine (36.5 mg/ml at 5.006 mg/day) as of (B)(6) 2017. On (B)(6) 2017, the patient reported diarrhea and vomiting, resulting in a collapsing episode and respiratory arrest. The patient was resuscitated and was admitted to the hospital for 3 days. The event resulted in a life-threatening illness/injury and an emergency room visit. The event resolved without sequelae on (B)(6) 2017. Investigations were normal; no cause was found for the respiratory arrest. The event was considered not related to the device, therapy, or implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date of the pump was 2016 (B)(6).